Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged device is noisy, water chamber not working, nasal/throat irritation or soreness. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received new and relevant information on 02/07/2023 that patient alleged difficulty of breathing.

Manufacturer narrative:
Repair evaluation information was received on 08/20/2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging device is noisy, nasal/throat irritation or soreness, lid will not stay shut, water chamber not working, device is rusted. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, pil observed an unknown dust contaminant on the flip door, top enclosure, rear panel, ui panel, bottom enclosure, pca, inside iso port, blower, blower box, and blower seal. Pil observed black hairlike contaminant on the flip door, top enclosure, ui panel, rear panel, pca, bottom enclosure, blower, and blower box. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the blower and blower box. Pil observed no noise during therapy and investigation. Evidence of sound abatement foam degradation/breakdown could not be determined due to there being no foam in the blower box. Pil is unable to directly address any symptoms. Pil cannot confirm the complaint of device lid not staying closed, water chamber not working, device is rusted, no accessories were returned with the device. Pil observed the device was not noisy through therapy and investigation. 0 errors were logged. In box h-device problem code grid, evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated. In box d: device available for eval, device serviced by 3rdp and date returned to mfg has been updated.